Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The scope installed at the hospital on march 25. During the procedure, led lamp went out suddenly and can not light up again. The scope connected the processor again next day, but the image appeared the abnormal grey. And led lamp cannot be light again a few days later. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Additional information: h4:device manufacture date. Evaluation summary: we found that this scope is marketing demo and demo scope has not been arrived at office. We decided that no action for this scope.